Event description:
The customer contacted philips healthcare and advised the device had a red x that was cleared by running subsequent opcheck. There was no pt involvement.

Manufacturer narrative:
(B)(4).